Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose level was not impacted. No additional details were reported for this event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.